Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, pneumoperitoneum leaked from the device. The surgeon used another instrument to complete the procedure. No pt injury was reported.